Event description:
The patient had a fracture of the distal 2/3 tibia.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that the patient developed necrosis wound and an infection after 10 days therefore, the fracture did not heal. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No manufacturing related issues that would have contributed to this complaint were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event reported in error. Date is unknown. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, patient suffered from distal 2/3 fracture. First he was treated conservatively as there was a good bone reposition. On (B)(6) 2012, he was treated by means of a locking compression plate (lcp) large fragment 10 hole, 6 locking head screws and one cortex screw. While the patient was hospitalized for 6 weeks, he developed after 10 days wound necrosis and an infection. The fracture did not heal. Patient was not allowed to walk on the leg. After recovery from the infection revision surgery was done on (B)(6) 2013, plate was removed and im nail was implanted. The plate did not fail and was still intact. This is report 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.